Event description:
It was reported that this right ventricular (rv) lead exhibited reduction of amplitude due to lead micro dislodgement upon pre discharge check. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.